Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach. There was no harm caused to the patient and no medical intervention was required. There was a repeat procedure performed. There was nothing unusual about patient or procedure and an endoscopy was performed prior to bravo procedure and the esophagus appeared to be normal. No known adverse events were reported.

Manufacturer narrative:
Evaluation summary one delivery system was received for evaluation and investigated visually for external damage. The delivery system was disinfected and the lot number and ID# matched the information provided by the initial reporter. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented. The delivery system did not have any visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. If information is provided in the future, a supplemental report will be issued.